Event description:
Device malfunction: stretched. Time of malfunction: during procedure. Symptoms/ae: surgical intervention. It was reported that during an interventional procedure of the radial artery and during guide wire exchange, the hi-torque spartacore .014 guide wire was advanced into a very small brachial artery. During removal of the guide wire from the patient's anatomy, resistance was felt but the guide wire was ultimately removed. Surgery was performed in an attempt to retrieve any detached portion of the guide wire; however, no portion of the guide wire was found in the anatomy. There was no other patient sequela. Upon inspection of the guide wire by the abbott account manager, it was noted that the guide wire was stretched and no piece of the guide wire had detached. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.